Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, abbott vascular (av) was unable to confirm the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a fluid leak of the armada 35 was noted on the purple to black transition at the hub during device preparation. There was no patient involvement. No additional information was provided.